Event description:
It has been reported to philips that the wireless footswitch lost connection. No harm to the patient or user was reported. A philips field service engineer (fse) replaced the wireless footswitch along with the base station and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Additional information obtained during the investigation identified that the device was outside of clinical use at the time of the event. The replaced parts were returned for analysis which identified that the wireless footswitch had a defective battery. This prevented the confirmation of the reported connection issue, as the wfs had no power and could not be tested further. The defective battery could not be concluded as the cause of the reported event. The base station was also analyzed, however the could not be conclusively determined by the supplier¿s part analysis. The replacement of wfs and base station by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.